Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that injector caused during an intraocular lens (iol) implant procedure. The patient contact was noted. Additional information has been received and stated that, a mark on the lens was observed after lens injected in to the eye. The lens was replaced wit another lens during initial procedure. The patient was not hospitalized for the event and there was no patient harm.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of mark observed on lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).